Manufacturer narrative:
Main investigation conclusion: the reported event of a damaged screw tab on the back cover of the system controller was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(6), revealed a missing screw with a broken off screw tab on the back cover of the system controller. The returned unit was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The damaged screw tab on the back cover was a cosmetic damage that did not affect the controller¿s functionality. Review of device history records (dhrs) for the device indicated that the controller passed visual inspection and did not reveal physical damage or defects on the components. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 20apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate 3 controller was taken out of the box and while loosening the screws on the back cover, the top right screw tab was found to be cracked and broken. The controller was not used and a replacement was requested.